Manufacturer narrative:
Company clinical eval comment: based on the info provided, the events thermal burn, blister, burning sensation, paresthesia and device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event drug interaction is assessed as not associated with the device use. This case meets intial 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable health care professional who reported for herself. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) , device lot number l20115, exp date nov2017 via an unspecified route of administration from (B)(6) 2015 for pain, lisinopril, via an unspecified route of administration from an unspecified date at 10 mg, daily, and sometimes not daily, via an unspecified route of administration for hypertension. Medical history included rotator cuff surgeries and it's been repaired and she provided the dates of surgeries as first on (B)(6) 2013, second on (B)(6) 2014 and third on (B)(6) 2014. She had blood pressure problem since 2014, but her blood pressure has lowered up, high cholesterol and no other condition. The patient's concomitant medications were none. Patient mentioned that she used thermacare neck, shoulder and wrist which was to be worn for 8 hours, but she wore it probably for 3 and a half hours, and then wore one on her shoulder for 6 hours. She had problems in the arm so she wrapped one of them on her forearm above her elbow that was where she had the pain and she wrapped the heat wrap around the elbow, had it on the sleeveless part on (B)(6) 2015. She got that on her way to work, put that on, on her way to work and she took heat "bath." She used the wrap for 15 seconds and has to take it off because her arm was burning and it burned the "whole" of her arm, it is painful and burning. The burn was like a long strip with two points at the end. She added that she had that heat over top of her elbow and it's like right below her elbow where the burn is because she only had that on only for few seconds. She never saw it burning so she pulled off and when she look at it was like a red line which was like a "welp" and it was tapped over by the time of report but it's very tingling and red around the area and she had burns. Healthcare professional did not have any detailed information regarding the adverse event resulting from the drug interaction including related symptoms. By the time of report it's still red around that area and she was using bacitracin ointment over that area to keep the infection out and a piece of shrine gauze because it's a type of burn. Healthcare professional mentioned that the condition was better than before but there was still redness around the area. Healthcare professional do believed that these burns were due to thermacare because when she put that on she felt burning. She had underwent blood work investigations whose results findings showed that she had high cholesterol and her blood pressure shoot up and go down on (B)(6) 2015. The action taken in response to the events for the thermacare was unknown. Patient has not taken lisinopril since (B)(6) 2015. The event outcome of adverse event "resulting from the drug interaction including related symptoms" and "she had that heat over top of her elbow had it on the sleeveless part" was not reported, the patient was recovering from the other events. Healthcare professional mentioned that there was not any defect on the wrap like cuts, tears, holes, leaks; did not changed or modified the wrap in any way; the wrap was not getting too hot and she had used them before and it formed "grid" on her arm and the only thing she felt was the burning sensation with the heat it was, she did not put the wrap in the microwave, she did not use the wrap overnight or while sleeping, she used the wrap over the correct part of the body, she did not overlap the wrap, she was not exercising while using the wrap as she was driving, she did not apply any pressure over the wrap, she did not wear more than 2 layers of clothing over the wrap as she had it on the sleeveless part, she did not sit or recline for a prolonged period of time as it was on her arm. Healthcare professional mentioned that she did not expect them to experience long-term sequel such as scarring. Investigation result received includes: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (21jul2015): this follow-up report is being submitted to amend previously reported information: company clinical evaluation comment updated to reflect seriousness assessment of reported events. Follow-up (13aug2015): new information received from product quality complaint group includes: product lot number and product investigation result. Follow-up attempts completed. No further information expected. Follow-up (17sep2015): this follow-up report is being submitted to amend previously reported information: dosage. Description for lisinopril is updated; product investigation result was removed from lisinopril product field. Company clinical evaluation comment: based on the information provided, the events thermal burn, blisters, and device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burning sensation, paresthesia, and erythema are assessed as associated with the device use. The event drug interaction is assessed as not associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, blisters, and device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burning sensation, paresthesia, and erythema are assessed as associated with the device use. The event drug interaction is assessed as not associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the events thermal burn, blisters, and device misuses as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burning sensation, paresthesia, and erythema are assessed as associated with the device use. The event drug interaction is assessed as not associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, blisters, and device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burning sensation, paresthesia, and erythema are assessed as associated with the device use. The event drug interaction is assessed as not associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
This is a spontaneous report from a contactable health care professional who reported for herself. A 1066015 caucasian female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number l20115 12-02, exp date 11/2017 via an unspecified route of administration from (B)(6) 2015 for pain, lisinopril, via an unspecified route of administration from an unspecified date to an unspecified date at 10mg, daily, and sometimes not daily, via an unspecified route of administration from an unspecified fpr hypertension. Medical history included rotator cuff surgeries as first on (B)(6) 2013, second on (B)(6) 2014 and third on (B)(6) 2014. She had blood pressure problem since 2014, but her blood pressure has lowered up, high cholesterol and no other condition. The patient's concomitant medications were none. Patient mentioned that she used thermacare neck, shoulder and wrist which was to be worn for 8 hours, but she wore it probably for 3 and a half hours, and then wore one on her shoulder for 6 hours. She had problems in the arm so she wrapped one of them on her forearm above her elbow that was where she had the pain and she wrapped the heat wrap around the elbow, had it on the sleeveless part on (B)(6) 2015. She got that on her way to work, put that on, on her way to work and she took heat "bath." She used the wrap for 15 seconds and has to take it off because her arm was burning and it burned the "whole" of her arm, it is painful and burning. The burn was like a long strip with two points at the end. She added that she had that heat over top of her elbow and it's like right below her elbow where the burn is because she only had that on only for a few seconds. She never saw it burning so she pulled off and when she look at it was like a red line which was like a "welp" and it was tapped over by the time of report but it's very tingling and red around the area and she had burns. Healthcare professional did not have any detailed information regarding the adverse event resulting from the drug interaction including related symptoms. By the time of report it's still red around that area and she was using bacitracin ointment over that area to keep the infection out and a piece of shrine gauze because it's a type of burn. Healthcare professional mentioned that the condition was better than before but there was still redness around the area. Healthcare professional do believe these burns were dur to thermacare because when she put that on she felt burning. She had underwent blood work investigations whose result findings showed that she had high cholesterol and her blood pressure shoot up and go down on (B)(6) 2015. The event outcome of adverse event resulting from the drug interaction including related symptoms and "she had that heat over top of her elbow had it on the sleeveless part" was not reported, the patient was recovering from the other events. Healthcare professional mentioned that there was not any defect on the wrap like cuts, tears, holes, leaks; did not change or modify the wrap in any way; the wrap was not getting too hot and she had used them before and it formed "grid" on her arm and the only thing she felt was the burning sensation with the heat it was, she did not put the wrap in the microwave, she did not use the wrap overnight or while sleeping, she used the wrap over the correct part of the body, she did not overlap the wrap, she was not exercising while using the wrap as she was driving, she did not apply any pressure over the wrap, she did not wear more than 2 layers of clothing over the wrap as she had it on the sleeveless part, she did not sit or recline for a prolonged period of time as it was on her arm. Healthcare professional mentioned that she did not expect them to experience long-term sequel such as scarring. Additional information has been requested and will be provided as it becomes available. Follow-up (07/21/2015): this follow-up report is being submitted to amend previously reported information: company clinical evaluation comment updated to reflect seriousness assessment of reported events. Company clinical evaluation comment: based on the information provided, the events thermal burn, blisters, and device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with th use of the device. The other events burning sensation, paresthesia, and erythema are assessed as associated with the device ise. The event drug interaction is assessed as not associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, blisters, and device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burning sensation, paresthesia, and erythema are assessed as associated with the device use. The event drug interaction is assessed as not associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual

Event description:
Case description: this is a spontaneous report from a contactable health care professional who reported for herself. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) , device lot number l20115, exp date nov2017 via an unspecified route of administration from 16jun2015 for pain, lisinopril, via an unspecified route of administration from an unspecified date to an unspecified date at 10 mg, daily, and sometimes not daily, via an unspecified route of administration from an unspecified for hypertension. Medical history included rotator cuff surgeries and it's been repaired and she provided the dates of surgeries as first on (B)(6) 2013, second on (B)(6) 2014 and third on (B)(6) 2014. She had blood pressure problem since 2014, but her blood pressure has lowered up, high cholesterol and no other condition. The patient's concomitant medications were none. Patient mentioned that she used thermacare neck, shoulder and wrist which was to be worn for 8 hours, but she wore it probably for 3 and a half hours, and then wore one on her shoulder for 6 hours. She had problems in the arm so she wrapped one of them on her forearm above her elbow that was where she had the pain and she wrapped the heat wrap around the elbow, had it on the sleeveless part on (B)(6) 2015. She got that on her way to work, put that on, on her way to work and she took heat "bath". She used the wrap for 15 seconds and has to take it off because her arm was burning and it burned the "whole" of her arm, it is painful and burning. The burn was like a long strip with two points at the end. She added that she had that heat over top of her elbow and it's like right below her elbow where the burn is because she only had that on only for few seconds. She never saw it burning so she pulled off and when she look at it was like a red line which was like a "welp" and it was tapped over by the time of report but it's very tingling and red around the area and she had burns. Healthcare professional did not have any detailed information regarding the adverse event resulting from the drug interaction including related symptoms. By the time of report it's still red around that area and she was using bacitracin ointment over that area to keep the infection out and a piece of shrine gauze because it's a type of burn. Healthcare professional mentioned that the condition was better than before but there was still redness around the area. Healthcare professional do believed that these burns were due to thermacare because when she put that on she felt burning. She had underwent blood work investigations whose results findings showed that she had high cholesterol and her blood pressure shoot up and go down on (B)(6) 2015. The action taken in response to the events for the thermacare was unknown. Patient has not taken lisinopril since (B)(6) 2015.the event outcome of adverse event 'resulting from the drug interaction including related symptoms" and "she had that heat over top of her elbow had it on the sleeveless part" was not reported, the patient was recovering from the other events. Healthcare professional mentioned that there was not any defect on the wrap like cuts, tears, holes, leaks; did not changed or modified the wrap in any way; the wrap was not getting too hot and she had used them before and it formed "grid' on her arm and the only thing she felt was the burning sensation with the heat it was, she did not put the wrap in the microwave, she did not use the wrap overnight or while sleeping, she used the wrap over the correct part of the body, she did not overlap the wrap, she was not exercising while using the wrap as she was driving, she did not apply any pressure over the wrap, she did not wear more than 2 layers of clothing over the wrap as she had had it on the sleeveless part, she did not sit or recline for a prolonged period of time as it was on her arm. Healthcare professional mentioned that she did not expect them to experience long-term sequel such as scarring. Investigation result received includes: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (21jul2015): this follow-up report is being submitted to amend previously reported information: company clinical evaluation comment updated to reflect seriousness assessment of reported events. Company clinical evaluation comment based on the information provided, the events thermal burn, blisters, and device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burning sensation, paresthesia, and erythema are assessed as associated with the device use. The event drug interaction is assessed as not associated with the device use. This case meets initial 10-day (B)(6) and 30-day FDA reportability. Follow-up (13aug2015): new information received from product quality complaint group includes: product lot number and product investigation result. Follow-up attempts completed. No further information expected. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual

Event description:
Burn, like a long strip with two points at the end [thermal burn], red line which was like a "welp" [blister], she had that heat over top of her elbow and had it on the sleeveless part [device misuse], arm was burning [burning sensation], tingling [paraesthesia], red line which was like a 'welp"/red around the area [erythema]. Case description: it is a spontaneous report from a contactable health care professional who reported for herself. A (B)(6)caucasian female pt started to receive (B)(6) heatwrap ((B)(6) heatwraps multi-purpose joint pain), device lot number l20115 12-02, expiration date 11/2017 via an unspecified route of administration from (B)(6) 2015 for pain, lisinopril, via an unspecified route of administration from an unspecified date to an unspecified date at 10 mg, daily and sometimes not daily, via an unspecified route of administration from an unspecified for hypertension. Medical history included rotator cuff surgeries and it's been repaired and she provided the dates of surgeries as first on (B)(6)2013, second on (B)(6)2014 and third on (B)(6) 2014. She had blood pressure problems since 2014, but her blood pressure has lowered up, high cholesterol and no other condition. The pt's concomitant medications were none. Pt mentioned that she used thermacare neck, shoulder and wrist which was to be worn for 8 hrs, but she wore it probably for 3 and a half hrs, and then wore one in her shoulder for 6 hrs. She had problems in the arm so she wrapped one of them on her forearm above her elbow that was where she had the pain and she wrapped the heat wrap around the elbow, had it on the sleeveless part on (B)(6) 2015. She got that on her way to work, put that on, on her way to work and she took heat "bath." She used the wrap for 15 seconds and has to take it off because her arm was burning and it burned the "whole" of her arm, it painful, burning. The burn was like a long strip with two points at the end. She added that she had that heat over top of her elbow and it's like right below her elbow where the burn is because she only had that on only for few seconds and she never seen its burning so she pulled off and when she looked at it was like a red line which was lika a "welp" and it was tapped over by the time of report but it's very tingling and red around the area and she had burns. Healthcare professional did not have any detailed info regarding the adverse event resulting from the drug interaction including related symptoms. By the time of report, it's still red around that area and hs eas using bacitracin ointment over that area to keep the infection out and a piece of shrine gauze because it's a type of burn. Healthcare professional mentioned that the condition was better than before but there was still redness around the area. Healthcare professional do believed that these burns were due to (B)(6) because wen she put that on she felt burning. She had underwent blood work investigations whose results findings showed that she had high cholesterol and her blood pressure shoot up and go down in (B)(6) 2015. The action taken in response to the events for the (B)(6) was unk. Pt has not taken lisinopril since (B)(6) 2015. The event outcome of adverse event 'resulting from the drug interaction including related symptoms" and "she had that heat over top of her elbow had it on the sleeveless part" was not reported. The pt was recovering from the other events. Hlthcare professional mentioned that there was not any defect on the wrap like cuts, tears ,holes, leaks; did not change or modify the wrap in any way; the wrap was not getting too hot and she had used them before and it formed "grid' on her arm and the only thing she felt was the burning sensation with the heat it was, she did not put the wrap in the microwave, she did not use the wrap overnight or while sleeping, she used the wrap over the correct part of the body. She did not overlap the wrap, she was not exercising while using the wrap as she was driving, she did not apply any pressure over the wrap, she did not wear more than 2 layers of clothing over the wrap as she has had it on the sleeveless part, she did not sit or recline for a prolonged period of time as it was on her arm. Healthcare professional mentioned that she did not expect them to experience long-term sequel such as scarring. Add'l info has been requested and will be provided as it becomes available.